Manufacturer narrative:
Investigation included review of device reports and user interaction history. Investigation of this case revealed user management issues consistent with excessive correction and inconsistent adherence to operating instructions, with no device malfunction identified. It was concluded that the event resulted from use error related to hypoglycemia overtreatment and meal management, and that the device functioned as designed.

Event description:
It was reported that the patient experienced recurrent low blood glucose events while using the ilet system, which the agent attributed to patient-driven overcorrection behaviors and inconsistent meal timing and announcements; education on proper hypoglycemia/hyperglycemia treatment and meal announcement was provided, and a factory reset with retraining was considered. Symptoms included hypoglycemia requiring oral glucose treatment and hyperglycemia with correction from the ilet. Outcomes included transient interruption of normal daily activities without hospitalization.